Event description:
It was reported that the right atrial lead and right ventricular lead dislodged. The physician attempted to reposition the right ventricular lead however, the helix was unable to extend and multiple attempts with different stiffness stylets proved difficult to stabilize the lead for advancement. The right atrial lead was attempted to be repositioned. Multiple stiffness stylets were attempted to be inserted into the lead for advancement into the ra. These attempts were unsuccessful. The led was also explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, lead fracture, failure to capture and failure to insert stylet. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported events of failure to capture and lead fracture were confirmed. Visual and x-ray inspections of the lead found clavicle crush fracturing all filars of the outer coil distal to the suture sleeve tie impression. The cause of failure to capture and lead fracture is consistent with clavicular crush. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported event of failure to insert stylet was confirmed. A stylet could not be fully inserted inside the lead due to dried blood found clogged in the inner coil at the distal region. The cause of failure to insert stylet was isolated to the inner coil being clogged with dried blood/tissue.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the right atrial lead and right ventricular lead dislodged. The physician attempted to reposition the right ventricular lead however, the helix was unable to extend. The right atrial lead was attempted to be repositioned. Multiple stiffness stylets were attempted to be inserted into the lead for advancement into the ra. These attempts were unsuccessful. The led was also explanted and replaced. The patient was discharged.